Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump touchscreen was cracked, with the upper portion of the display not responding to touch, and the device was no longer watertight; the origin of the crack was unknown. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continuity of therapy supported by use of cgm via the dexcom app or receiver. Investigation included collection of user report, assessment of device function based on reported screen nonresponsiveness, and logistical actions for replacement and return. Investigation of this case revealed physical damage to the touchscreen component with resultant partial loss of user interface functionality and loss of ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external impact.